Event description:
The outer cannula was distorted and out-of-round on one (1) size 4 dfen, disposable cannula low pressure cuffed tracheostomy tube. This was visually detected when product was removed from product carton during procedure set up. There was no direct pt involvement or reported pt compromise. The 4 dfen device was returned to MFR on 3/31/97 and processed to quality analytical laboratory for analysis and investigation.